Event description:
It was reported a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted with a complete seal noted. The patient was sent home on eliquis. The 45-day routine echocardiogram was within normal limits. 1,234 days post index procedure, the patient presented with a thromboembolic cva. Upon doing a transesophageal echocardiogram (tee), it revealed there was a device related thrombus (drt) located on the face of the closure device. The closure device was seen well positioned within the laa 3 years post implant. The patient is expected to fully recover.